Event description:
Patient reported infusion set patch did not stick to skin upon insertion event on (B)(6) 2026. This led to high blood glucose and was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.